Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log identified check syringe plunger sensor error. During functional testing the reported issue was duplicated during the power up process. The root cause of the problem was related incorrect assembly by the user. Replaced broken top case, and cracked power supply insulator, broken back plate, installed missing left case seal and cable guard (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol(B)(4).

Event description:
It was reported that the pump exhibited a syringe sensor failure. No patient injury was reported.